Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: null. Batch/lot number: 1000327252. Model/catalog description reservoir: flat iz 100 ml.

Event description:
It was reported that the patient stated not being able to squeeze the inflatable penile prosthesis (ipp) pump due to it being too hard to squeeze. Patient liaison provided trouble shooting maneuvers; however, the patient did not have success with these. The patient met with the physician and the pump did not work either. Another appointment for further assessment was scheduled. The patient also indicated if this troubleshooting with the physician is not successful, a second opinion would be sought after and possibly legal action for "pain and suffering". Additional information received stated that the physician indicated showing the patient how to inflate and deflate the device and it was working great. The patient was said to be fine but had some limited use of the right hand so the physician instructed to inflate using the left hand or with the spouse's assistance. No more information available at the moment. Should additional information become available, it will be provided.